Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (device problem code). Evaluation results: the device was evaluated by zoll medical corporation. The customer's report of self-test failure could not be duplicated. However, our log review confirmed that the self test failure was the readiness test and not the manual test. Root cause was incorrect test setup. The device passed manual test when configured correctly. The power-off issue could not be duplicated. The device passed all functional tests. The ac charger was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device failed self-test and the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device failed self test and the display blanked out. Complainant indicated that there was no patient involvement in the reported malfunction.